Event description:
Lfs received the products involved with the complaint and completed investigations. The test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the alleged error message could not be reproduced. Unrelated to the primary complaint, the test strip results were outside the control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.